Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sometime was used in a procedure performed on (B)(6) 2020. According to the complainant, during preparation, the proximal portion of the cutting wire got detached. The procedure was completed with another sometime. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the device was cut and without the detached distal tip. The complainant indicated that the detached tip will not be returned for evaluation; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire was broken, bent and distal tip detached. According to the photo provided by the customer the cutting wire was detached and bent. Additionally, the returned device was cut and without the detached tip. Based on complaint information the failure found was noted during preparation and without the part missing of the device, the investigation is unable to perform a proper evaluation of the failure found. Therefore, the most probable cause of this complaint is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used in a procedure perfomed on (B)(6) 2020. According to the complainant, during preparation, the proximal portion of the cutting wire got detached. The procedurewas completed with another stonetome. There were no patient complications reported as a result of this event.